Event description:
It was reported that the ilet pump generated alert 42 indicating a motor current sense failure, and the user could not clear the alert after a restart, leading to a pump replacement and education on shutdown, data sync, startup on the replacement, and cgm continuation with dexcom. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.